Event description:
On (B)(6) 2010, patient reported the down button on the infusion device was defective. This was noticed on (B)(6) 2010, when attempting to program a bolus. Down button did respond when it was pressed again. Patient then had the same issue on (B)(6) 2010, when attempting to bolus for dinner. Both up and down buttons worked as intended during troubleshooting call. Infusion device has been used for approximately 3 years, and patient boluses 3 times per day. Down button pops up after being pressed. Infusion device has not been dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.